Event description:
The device misfired during the procedure causing the patient to bleed. The bleeding needed to be stopped with cautery.====================== manufacturer response for ligamax 5mm clip applier======================rep has been notified to come and get the device.